Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The customer was also getting no delivery alarms. The mother declined all troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed no delivery during the excessive no delivery test due to a faulty force sensor. Unable to perform the displacement, rewind, basic occlusion, occlusion and prime test due to the no delivery alarms.